Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on june 16, 2017 by an angiodynamics sales representative: this medwatch is not to report a device malfunction but an adverse patient effect. A female patient presented for a microwave ablation procedure of the kidney for a tumor sized at 3.6 cm. The solero unit was set to ablate at 60 watts for 4 mins as per IFU. The procedure was successfully completed with no report of patient complications or device malfunctions. Post procedure, at a 6 week follow up scan, it was noted the area of ablation was not as expected. The zone around circumference of tumor and the tract had ablated but not the core of tumor. The patient reported experiencing severe back pain since the procedure. It was reported the patient was provided with oral pain medication for treatment of the severe back pain. No additional follow up with the patient has been scheduled at the time of this report. Angiodynamics is attempting to obtain additional event information. The disposable device is not available for return as it was disposed of by the user.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. Without a device evaluation, a root cause for the reported complaint description of patient pain cannot be determined. The reported complaint description of the patient experiencing pain is confirmed. Although no sample was returned for evaluation, pain is subjective. Based on follow up information provided by the complainant, the complaint of ablation zone not as expected was also confirmed. As stated by an angiodynamics clinical specialist for the (B)(4) product, a review of the scans indicate that the applicator was not placed in the optimal position combined with a power setting of 60w was not optimal to perform a successful ablation. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the (B)(4) applicators contains the following statement; "caution: the output power display may decrease over time as reflected energy can increase over ablation period due to changes in the tissue." The IFU also gives examples of ablation zone size for the wattage and length of time the ablation is performed. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).